Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Service and repair evaluation the customer reported that for the device had failed in calibration. The repair technician reported that the device failed high. The drawing specification is 7.0 ¿ 8.4 nm. The item will be repaired per the inspection sheet, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed the device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part number:321.133, synthes lot number: 6230157, supplier lot number: n/a, release to warehouse date: 21sep2009, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the torque limiting handle quick release-6mm hexagonal coupling failed in calibration. The issue was found during testing at service & repair. There was no patient involvement. This report is for one (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for (B)(4).